Event description:
Additional information was received indicating that the explanted lead and generator have been discarded. Follow-up with the physician found that he was not aware of any high impedance and the high impedance was first discovered in the operating room. Last known good diagnostics were taken on (B)(6) 2011, as per the physician. No x-rays were taken. No trauma or manipulation has been reported.

Event description:
It was reported that the patient's vns indicated high impedance during replacement of the generator due to end of service. Troubleshooting by the surgeon was performed including lead pin re-insertion and generator diagnostics that found that a lead fracture was likely present. Attempts for additional information and the return of the explanted generator have been unsuccessful to date. No adverse events have been reported.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.